Event description:
It was reported the PICC was leaking at the distal hub between extension line and hub. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one finding identified. A non-conformance was initiated for material mc-44052-003c, lot 13c21d1161 in regards to stylet tight in PICC catheter. The finding is not relevant. The instructions for use (IFU) provided with this kit warns the user, "warning: do not clamp extension line when placement wire is in catheter to reduce risk of placement wire kinking. Warning: do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the PICC was leaking at the distal hub between extension line and hub. No patient injury reported. The patient's condition is reported as fine.